Manufacturer narrative:
Manufacturer ref # (B)(4) it was reported that pump does not switch to high flow when they try to ablate. The device was evaluated and no error found. Device is within specification. The device was subjected to sb 9 upgrade, the preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a cool flow pump did not switch to high flow when they tried to ablate. There was no error message displayed and the cool flow was controlled automatically. The issue was resolved by changing the cool flow pump and the case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).